Event description:
From staff: patient was getting up to use the bathroom and noticed the IV line was leaking onto the floor. Upon further inspection, it was the main line just under the connection from the rituxan. Through visual inspection, there was approximately 3 mls on the floor. Main line was changed. Infusing without difficulty at this time. Rituxan infusing at 217 ml/hour at this time.